Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.